Manufacturer narrative:
Event date is unknown. Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
It was reported by the customer that it seems as though an eyebrow or eyelash fell into the package of the vista brite tip catheter. The package has not been opened.

Manufacturer narrative:
It was reported by the customer that it seems as though an eyebrow or eyelash fell into the package of the vista brite tip catheter. The package has not been opened. The product has not been returned and after numerous queries no other information has been provided. A review of the manufacturing documentation associated with this lot was performed and no anomalies were found during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited information available and without the product available for analysis the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. There is indication in the device history report review that there is a design or manufacturing related issue therefore no action will be taken.